Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Consumer alleges since the first day he received, the screws were loose on his casters, which made the chair wobble and make noise. Consumer also alleges that the left armrest is cracking.